Event description:
Long articulating endoscopic linear cutter was clamped to pt's greater curvature of the stomach, ready for firing the staple, but it jammed. Even manual override was tried by the first assist, but the staple did not work.